Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as mr ID: 2134265-2016-05876. It was reported that the patient died. The target lesion was located in the ostium of the diagonal and circumflex branch. A 3x6x137mm non-bsc balloon catheter was selected to dilate the lesion with residual stenosis. A 3.5x8mm apex balloon catheter was then used to predilate the diagonal ostium. A 3.50x8mm promus premier¿ drug-eluting stent was then deployed at the diagonal ostium and post dilatation was performed with the balloon of the stent delivery system (sds). A guide wire was redirected to the circumflex artery. A 2.25 x 12 synergy ii drug-eluting stent was deployed and post-dilation was performed with the balloon of the sds after being adjusted proximally to distal left main or ostial circumflex junction. 1300 units of heparin and 60mg of effient were given during and post procedure. The procedure was completed and the patient was transferred to the recovery room. However, the patient was brought back to the cardiac cath lab following st elevation in the recovery room. Subsequently, the patient went into cardiac arrest. No revisualization of the left coronary arteries were performed. An intra-aortic balloon pump was inserted and cardio-pulmonary resuscitation was performed. Patient was then pronounced dead in the cath-lab.